Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that following an intraocular lens (iol) implant procedure, the patient see ten images with the right eye. Additional information has been received stating that the patient vision mistakes have not been corrected yet and impacts the physical and mental health. There are two medical reports associated with this patient. This file belongs to right eye.

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. The lens remained implanted. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturing records were reviewed and documentation indicated that the lens met release criteria. It was communicated to the customer that company cannot provide any advice or opinion. The customer was advised to discuss any questions with their surgeon. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received stating that the symptoms are still on going.